Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/03/2015 with the following findings: unable to duplicate the complaint. The keypad is fully intact and keys are fully responding to user presses. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed the keypad cover; no contamination was found under the key contacts and no button contact defects were observed. Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted aniimas and alleged that the patient had a blood glucose of 30 mg/dl with behavior changes, muscle weakness, and tiredness. The patient required no unusual treatment and had no other conditions/medication that may have led to this event. The patient alleges that the keypad ok /enter button is inconsistently responsive and the keypad up/down buttons are under-responsive. This complaint is being reported as the patient experienced hypoglycemia and the keypad issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.